Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) followed up with the customer. The customer confirmed no further arcing occurred with subsequent cases. The fse recommended watching out for the amount of char accumulation at the instrument¿s tips. No site visit was conducted. The system was working properly and no additional action was required. The product associated with this complaint has not been returned for evaluation because the customer noted that it was discarded. Therefore, failure analysis of the product related to the complaint cannot be performed. If the product is returned and/or additional information is received, a follow-up MDR will be submitted. A review of the site's complaint history found no other complaints for this product. No image or procedure video was provided for review. This complaint is reportable due to the following: it was alleged that the instrument arced with no evidence or claim of user mishandling or misuse. The allegation could be related to potential electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps (mbf) instrument arced/sparked. The procedure was completed with no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained additional information on 27-sep-2021. The instrument had an arc or a flame-like reaction. The arcing occurred between the jaws and the shaft. There was no injury to the patient. It was noted that the "device was not kept." No further details were provided.